Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify how the staple line was not proper? Were there malformed or unformed staples in the staple line? Were there staples missing from the staple line? What was the product code of the stapler being used with the gst60t reload (plee60a, pse60a, ec60a, etc.)? Was buttressing material utilized? If so, which product? The staple line was not proper because there was a tear in the serosa that became a deep fission. The tear was in proximity to the staple line on the both anterior and posterior sides of the stomach. Malformed staples were not seen. On one of the cases there was one staple that didn't came out from the cartridge, it was on the most proximal side of the cartridge. The stapler that has been used on all of the cases was plee60a. No buttressing material has been used. There was one staple that didn't came out from the cartridge. Bmi was in the 40-50 range. Cannot recall if m or f. Tissue cracked open on first firing. All cases were straight forward, nothing out of the ordinary. We use a 36cm bougie and stay snug on it and wait 15 seconds before firing, 2-4cm frpm pylorus. No buttress material used. The issue occurs only in the 1st firing with the staples not in a nice row and seemed jammed and jagged staple line. The staples did appear to be closed. The staple lines were over-sewed. The same device was used to complete the procedure with no other issues. The reloads used are black, gold, then blue. No green is used. Where the tissue cracked open (3-4cm), it is possible that the tissue was too thick. No additional force was required to close. The analysis results showed that one gst60t cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a sleeve gastrectomy procedure, the doctor fired the first cartridge, a black one; when he took out the gun we noticed that the staple line wasn't proper and there was a tear of the serosa especially on the second and third part of the staple line. Suturing the staple line to complete the procedure. There were no adverse consequences for the patient reported.